Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving compounded baclofen (250.0 mcg/ml at 30.02 mcg/day) and fentanyl (100.0 mcg/ml at 12.01 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. During the pump refill on (B)(6) 2016, it was noted that the patient¿s pump had flipped. It was manually returned to the correct position and the pump was refilled. The patient was scheduled for a revision to prevent further flipping and potentially kinking the catheter. On (B)(6) 2016 the patient was taken to surgery and surgical observation found that the pump was dislodged from the sutures; the 4 sutures had broken. The pump was re-sutured. The outcome was reported as ¿resolved without sequelae (B)(6) 2016¿. The event was noted to be related to the device or therapy and not related to the implant procedure.

Event description:
Additional information received reported that the concomitant medications the patient was taking at the time of the event were gabap entin, tramadol, and tramadol ER. The patient's medical history included pain, neuralgia, and hereditary spastic paraplegia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.